Event description:
It was reported that the asahi miraclebros 3 guide wire was being used in the cto and it became stuck in the lesion, which was heavily calcified. During an attempt to remove the guide wire, 11 cm of the guide wire coils broke off in the patient. The separated guide wire coils were removed with a goose neck snare device. No additional event or pt info was available.

Manufacturer narrative:
The guidewire was returned with a separated shaft-core wire and coil. The shaft-core wire was broken at 95 mm distal from the brazing point with coil proximal end. There was a bend at 60 mm from the broken end. However, it appears that the bend occurred during transportation because guidewire was coiled in a round shape when the device was returned. There was a 11 cm coil section that was in one piece to the tip of the proximal end, but there was a sharp bend located 13 mm and 15 mm for the tip, and 1 mm from the proximal end. The coils were not stretched. The brazing coil and core wire including the coil proximal end brazing were confirmed to be with in the product specifications. Further analysis of the device was done with scanning electronic microscope and this revealed the trace of counterclockwise torsion with approximately 1 mm next to the broken end, while the trace of clockwise torsion was seen within approximately 1mm adjacent to the counterclockwise torsion. The investigation of the reported event information and the returned device analysis were reviewed, and it appears that the clockwise and counterclockwise torque manipulation was excessively made to the guidewire while the guidewire coil between the proximal end and the 20 mm middle brazing was stuck in the calcified lesion. The guidewires free movement was restricted, so that torsional force was accumulated to the core wire and caused breakage first at the middle brazing when the forces exceed the product performance. The proximal end brazing of the coil that was only one brazing connection the coil and core wire at this moment was then broken by the force of torque so that the 1cm coil including broken core wire approximately 20 mm was entirely separated from the core shaft, resulting to be left in the lad. The manufacturing records were reviewed and showed not anomaly that may have contributed to this reported event. The manufacturing records were reviewed and showed not anomaly that may have contributed to this reported event.